Event description:
It was reported that patient presented to office stating implant placed causing ringing in his ears. Removed and grafted patient will return in 6 months for cbct. Tooth 8. Symptoms as a result of the event: other: ringing in his ears.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite tapered certain prevail implant 6/5 x 15mm (xiitp6515) was returned for investigation. Visual evaluation of the as returned implant identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/medical event. Measurements were taken and the device was determined to be within specification. No pre-existing conditions were noted in the per. The reported device had been placed on tooth # 8 (universal) for approximately 1 week. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2020071270) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op#0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2020071270) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient physiological/anatomical conditions were unverifiable.